Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 52.62" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube do not show damage. The instrument was found to have the proximal clevis dislodged from its original position. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the dislodged proximal clevis and the main tube being broken. The instrument was unable to operate properly due to the dislodged clevis. The instrument was not fully functional. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's wrist popped and then the instrument stopped working; no harm occurred to the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the ¿wrist popped¿ issue refers to the silver cover at the wrist popping out and exposing the wires, with all wires intact (no broken/damaged cables). No material was missing or detached into the patient, and there were no problems removing the instrument through the cannula. The patient sustained no injury. The procedure was completed using a backup instrument.